Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said they were hit by a large truck on june 21st and the system stopped working. Patient said they had an appointment with healthcare provider already to for programming on june 23rd, and so patient told them that the stim didn't feel the same as a couple days ago. Patient said healthcare provider and rep told patient that they couldn't get the right side to talk anymore and discovered the lead issue. Patient said that the healthcare provider had to rethink everything because it was a major issue and in august ended up removing everything and doing a laminectomy to put in a new paddle lead. Patient said they put the same ins back in. Patient mentioned there were a lot of wires and stuff before, so now their back was supposed to be very clean and they were MRI eligible. Additional information was received from the manufacturer representative (rep). It was reported that they do not recall or remember any issues described below, but if they were made aware of this issue before the revision, they would have submitted the complaint. They noted there were notes that suggested impedance/connection issues.